Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the leak at pinch valve, pv37 due to a pinhole at feed through fitting ff107 pinch tubing. The fse replaced the tubing and the instrument was verified as operational post repair. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was an uncontained leak of 10 ml of greenish fluid from the instrument. Error conditions of "lyse temperature" and "differential background high" were also reported in connection with the event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves, glasses and lab coat when the leak was discovered. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.